Manufacturer narrative:
Antibiotic treatment was discontinued six days after initiation and the patient¿s pd catheter was removed and pd therapy was discontinued. The patient was switched to hemodialysis. At the time of this report, hospitalization was ongoing and the patient was not yet recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. Two days after event onset, the patient was hospitalized for the event. The same day as event onset the patient was treated with intraperitoneal (ip) injection fortum (1 gm, once a day) and injection vancomycin (2 gm, every fourth day) for peritonitis. Dianeal therapies were ongoing. At the time of this report the patient remained hospitalized, antibiotic therapy was ongoing and the patient was recovering from this peritonitis event. No additional information is available.